Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2021-00111 and 3006705815-2021-00113. It was reported the patient complained the scs system makes her restless leg syndrome worse. As a result the patient and the physician have decided to remove the patient's scs system.

Event description:
Related MFR reports: 3006705815-2021-00111 and 3006705815-2021-00113. Additional information received identified the patient's scs system was explanted as planned without complications.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.